Event description:
A patient reported blood glucose results of '69 mg/dl' with a lifescan meter and '100 mg/dl' on another meter (unknown type), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; g5: 510 (k) is k073231.

Event description:
Surgeon had his back to the patient. He was preparing the tibial targeter plate when the distal end broke. All pieces except for one small piece were recovered. X-rays were negative for a retained foreign body.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.